Manufacturer narrative:
Block b3: exact date unknown, event occurred in (B)(6) 2023. Additional suspect medical device component involved in the event: product family: scs-paddle leads-MRI. Upn: m365sc8416700, model: sc-8416-70, serial: (B)(6), batch: 7073611.

Event description:
It was reported that the patients spinal cord stimulator system was not working as intended. The patient underwent an explant procedure. The explanted device was not returned. No further information has been obtained despite good faith efforts.